Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2015 with the following findings: due to internal moisture damage, the black box data was not fully available. The available data showed one reboot with the clearing of a replace battery alarm. The battery compartment was intact. No battery cap was returned with the pump. A test cap was used and was able fully tighten. A visual inspection of the pump showed moisture behind the display lens and that the audio bolus button cover was torn. The pump failed a leak test due to the bolus button. The pump powered on to a blank display screen and the complaint could not be fully investigated due to this. The pump cover was opened and moisture damage was found on the display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.